Event description:
I had breast implants (B)(6) 2017. I was told I was part of a study. The last time I was contacted was (B)(6) 2013. Health issues started approx.. (B)(6) 2016. Over the 3 year span before I explanted my implants (B)(6) 2019. I started urinating 4-5 times a night after 6 months, I saw a urologist. Nothing wrong. I stopped having menstrual cycles (B)(6) 2016 at (B)(6) yrs old. Each month I was in the ER with severe pain caused by cyst that ruptured and fluid made my organs irritated. I had a hysterectomy (B)(6) 2017. Over this 3 year period, I experienced numbness/tingling sensations in upper limbs. Tender chest, shortness of breath, sharp pain and burning in left, nausea, numbness in the right big toe, swelling in hands and feet, headaches, night sweats, sudden food intolerance, muscle weakness, throat clearing, fatigue and full nosebleeds. I have went to a cardiologist, a urologist, hematologist, rheumatologist, gynecologist, neurologist, about 6 months prior to explant, I could hardly stay awake. I have narcolepsy and take medication to stay awake every day. However, my medication and coffee could not keep me awake. I explanted (B)(6) 2019 and my narcolepsy medication works like it should, I have eliminated 85% of my symptoms! I can walk up my stairs now without feeling like I might stop breathing and die! No swelling in my joints, no nose bleeds, no headaches, no peeing 4-5 times a night! I also performed a hair follicle analysis the day prior to implant. I have several metals and toxins including extreme amounts of cobalt! I will repeat this test in 9 months to show that I eliminated the source of what was poisoning me!